Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed ccc that they ran quality controls (qc) prior to running the patient samples, which were within range. The customer checked the pump rate, which was normal. The customer found salt bridge bottle half full. The customer cleaned salt build-ups on salt bridge cap assembly. The customer replaced the reagent probe 1 due to inconsistent flow and flushed the waste-line with hot water. The customer performed integrated multi-technology sensor calibration, which passed. The customer replaced the sensor and reran qc, which were within range. The customer ran diluent check three times, which failed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse noticed the tubing was cloudy. The cse replaced the tubing. The cse ran serum through tubing to condition it and allowed it to sit for thirty minutes. The cse verified the pump rate, which was normal. The cse ran qc on imt, which was within range. The cse performed precision testing on a sample from previous patient, which passed. The cause of the discordant, falsely elevated na results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was repeated again on the same instrument after the sensor was replaced, resulting lower than all previous results. The corrected result was reported to the physician(s). After additional troubleshooting, the customer obtained an additional discordant, falsely elevated result on another patient sample. The sample was repeated on the same instrument, resulting lower than initial but still falsely elevated. The sample was repeated on an alternate instrument, resulting lower than all previous results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.